Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The manufacturer representative reported that the patient was scheduled for a complete system replacement. During the procedure, the certified registered nurse anesthetists (crna) reported that the airway was compromised. There was a report that the patient had difficulty breathing during the replacement. The patient was rolled on their back and intubated. Once the patient was stable again, they were turned back prone. It was decided by the surgeon that the best course of action was to explant the system and irrigate the wounds. That was completely successful and the patient recovered without any immediate complications. No further information was provided. The issue resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.